Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Event description:
It was reported that the customer experienced low blood glucose levels ranging from 40-50 mg/dl. According to the patient¿s healthcare provider (hcp), the patient¿s parent did not complete pump training prior to starting his child on pump insulin therapy. The parent selected pump settings without guidance from the hcp. The parent contacted the hcp for guidance on treating the low blood glucose. The patient was given carbohydrates and glucose tablets to address low blood glucose. After reviewing the pump settings, the hcp determined that the parent had programmed in a basal rate that was too high resulting in the hypoglycemia event. The parent has informed tandem that the patient has reverted to manual injections for insulin therapy.